Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a guidewire curling inside an accucath ace is confirmed and was determined to be use-related. One 20 ga accucath ace was returned for evaluation. An initial visual observation of the returned device showed abundant blood use residues throughout the returned accucath ace. The catheter was returned detached from the housing of the device. The safety mechanism was observed to be engaged with the needle observed to be fully inside the housing of the device. The guidewire was observed to be looped at the distal end of the outside of the housing. A microscopic observation revealed abundant blood use residues along the needle shaft and the housing of the returned accucath ace. The guidewire was carefully pulled out from its looped position to find the distal end of the guidewire to be intact. Insertion and device removal techniques, and abundant blood residues may have contributed to this device failure. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer, the wire curled in on itself after meeting resistance and locked up with no way to advance anymore to thread the catheter. There was no adverse or serious injury to patient or healthcare professional.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer, the wire curled in on itself after meeting resistance and locked up with no way to advance anymore to thread the catheter. There was no adverse or serious injury to patient or healthcare professional.